Event description:
A malfunction was reported with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. The customer attempted to reset the pump but was unable to do so due to the unavailability of the charging pad. Technical support planned to follow up with the customer later in the day to assist with the pump reset and check for any recurrence of the malfunction.